Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. Customer administered a manual injection to address high bg.